Manufacturer narrative:
The date on which this event occurred is unknown. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the report of the door not closing properly which was reproduced during evaluation. The condition was verified through a review of the event history log and found to be caused by the door hooks being out of specification. The door hooks were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door would not close with a loaded IV set. There was no known patient injury or medical intervention associated with this event. No additional information is available.